Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes inappropriate measured data. The measured battery data was 2.47v with dashes (---) for current drain and impedance. The magnet rate was 85.4 ppm.